Event description:
During cataract surgery, md was using a pre-loaded lens. Upon deploying the lens from the inserter, the lens remained folded. Md attempted to unfold lens but was unable and a new lens was used. No harm to patient